Event description:
Reporter reported that an rt340 breathing circuit failed the ventilator leak check. The hospital stated that a hole was noted in the tubing. No patient consequence was reported.

Manufacturer narrative:
The rt340 breathing circuit is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of the evaqua expiratory limb. The complaint device was visually inspected. Results: two holes were found in the evaqua expiratory limb 60 mm from the patient end. The film around the holes is stretched and the outer mesh is distorted. The distortion of the mesh around the hole suggests that there was an external object rubbing on the side of the tubing which was most likely the cause of the hole in the film. This most likely happened twice to create both holes. The stretching of the film in the area shows that the object was not sharp and pressure was applied to form the puncture. The circuits are all pressure tested on the manufacturing line before they leave the factory so when the circuit was packaged, it did not contain any holes. Conclusions: device failure most likely occurred during transit, prior to use. Holes in the adult evaqua expiratory limb are a known problem with an occurrence rate of less than 0.013% worldwide for the last year. We continue to monitor all complaints for such faults. During an audit of our complaints system we discovered that this complaint had regrettably not been reported within the required 30 day time-frame. This occurred at the time we were transitioning to our new complaints handling department.